Event description:
A complaint was reported regarding infection at the pocket site. The patient's pocket site had seeped therefore, allowing the area to become infected. The precision system was explanted and discarded and the leads were left in. In addition, two extensions were implanted to keep the ends of the leads safe. The pocket site was debrided and an a one gram antibiotic was implanted into the pocket site. No culture was taken and the patient is reportedly doing well.